Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(6) 2013 noted that the patient was last seen on (B)(6) 2009 in which she complained of leakage and that she felt something "snap". The patient was told to come back in two months, however, she never did. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.